Event description:
Customer was trying to interrogate this device and got an error code 0002 0008, after they had done some testing. The company tried to do a system reset twice. The fce saw the patient and the company tried one more system reset. It was unsuccessful. They were told to explant the device.